Manufacturer narrative:
The ventilator was tested by our distributor. No fault was found and no parts were exchanged. The device logs were downloaded and sent for evaluation. Information received from the hospital stated that the problem was solved after exchange of filter and breathing circuit. The used breathing circuit and filter was discarded and could therefore not be tested. Evaluation of the device logs shows that the last puc prior to the event was successful and that no technical error was generated on the date of the event. The event log confirms frequent alarms for high continuous pressure, high pressure and high peep (positive end expiratory pressure). These alarms indicate an increased expiratory resistance in the breathing circuit that will lead to the patient not breathing out fully before initiation of the next inspiration phase. The generated alarms show that the ventilator functioned normally and that it generated appropriate alarms under the prevailing circumstances. Our conclusion is that there was no ventilator malfunction at the time of the event. The cause of the increased expiratory resistance has not been determined but can most probably be attributed to the breathing circuit and/or filter.

Event description:
(B)(4).

Event description:
It was reported that the ventilator did not give sufficient air and generated a high pressure alarm while connected to a patient. There was no patient harm reported as a result of the experienced issue. (B)(4).